Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a return of bladder symptoms and getting up a lot to go to the bathroom. The healthcare professional (hcp) thought the device was not working and did not know if it was working prior to their stay at the hospital (for medical issues unrelated to the implanted device/therapy). A power-on-reset (por) was seen on the programmer. There were no falls/trauma reported that could be related to the issue. It was reviewed that the therapy was off and that a clinician programmer is required to clear the por. The reporter was redirected to the managing hcp to clear the por. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.